Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: investigation revealed the display screen was dim and discolored. A battery compartment crack was observed; moisture was observed within the battery compartment and on the underside of the battery cap. The battery cap contact dimensions were within specification. The battery cap was able to secure properly to the pump. Leak testing revealed a display lens leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, battery compartment damage and moisture, battery cap moisture, and a display lens leak. This report is made based on results of the investigation performed on 09/11/2015.